Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Update to block g2: costa rica block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the ptfe peeled in different sections of the coil and the sleeve was fully detached. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible that this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detach the sleeve and cause the peeling on the ptfe. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a sensor wire was used to treat kidney stones during a percutaneous nephrolithotomy procedure performed on (B)(6) 2024. After completion of the procedure successfully with the sensor guidewire, when the physician performed final check with the ureteroscope, a plastic sheath (sleeve) of the guidewire was observed to be detached. The plastic sheath was removed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used to treat kidney stones during a percutaneous nephrolithotomy procedure performed on (B)(6) 2024. After completion of the procedure successfully with the sensor guidewire, when the physician performed final check with the ureteroscope, a plastic sheath (sleeve) of the guidewire was observed to be detached. The plastic sheath was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.